Event description:
The customer reported that the system which is at the company storage area is not producing a live image on the monitor. The system is not being used.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The system was evaluated and discussed with the customer. The system requires the replacement of the monoblock assembly.